Manufacturer narrative:
H.6. Investigation summary: two photos of one loose 3ml syringe were received and evaluated. It was observed in both photos the scale marking was skewed with no numbers below the 1 1/2ml marking present. This was a rejectable condition per product specification. Potential root cause for the skewed scale defect is associated with the marking process. A barrel became jammed under the print pad likely causing the barrels to be fed incorrectly. The barrel was removed, and the jam was cleared. Adjustments were made and a re-qualification was performed. It is possible a few syringes were able to escape detection. No corrective actions are necessary based on the defective rate identified. Batch 8240729 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Event description:
It was reported that prior to use the scale marking were noticed to be missing, blurred, and illegible with a bd luer- lok¿ 3ml syringe. The following information was provided by the initial reporter: please investigate issue relating to applied print on syringe being; missing, blurred, twisted and eligible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the scale marking were noticed to be missing, blurred, and illegible with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter: please investigate issue relating to applied print on syringe being; missing, blurred, twisted and illegible.